Manufacturer narrative:
Based upon the clinical evaluation, the endoleak was confirmed as a type iiiba. Manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified but the following were possible contributing factors: an aortic neck angulation of 71 degrees; the main body and cuff are the same diameter size; the right common iliac aneurysm diameter was 2.7 cm; calcifications at the bifurcation and right common iliac artery; the addition of anticoagulation therapy sometime after the initial procedure that presents an increased risk for bleeding complications; and the patient had a fall. It could not be determined if a device issue contributed to the event. The device remains in the patient.

Event description:
It was reported that approximately 39 months post implant of a bifurcated device, infrarenal aortic extension, and limb extension an endoleak was identified. Reportedly the patient presented symptomatic, and was kept overnight. The physician's plan was to treat the patient ((B)(6) 2015), but he refused to be treated. However, the patient came in for a secondary procedure, and physician elected to reline with a bifurcated device, and the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.